Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's husband reported that customer's insulin pump is stuck in rewind. Customer's blood glucose was 477 mg/dl. She treated with the device. Customer's insulin pump is stuck in the rewind complete bolus delivery loop. The drive support cap is sticking out. Customer removed the battery for eleven minutes. The device came back on and customer was able to complete the rewind process. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.